Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. As per clinical, patient was coughing and the impella dislodged and moved out of position alarming aorta and later impella was pulled out to explant. The cause of the positioning issue was due to patient movement with patient coughing leading to pump position in aorta per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump supporting a patient when with patient movement/cough the pump dislodged out of the appropriate lv (left ventricle) position. As the patient was stable and being weaned off support the pump was explanted. No pump replacement took place.